Event description:
It was reported that the patient presented to the clinic for follow-up and had palpitations. It was observed that the device was oversensing. The oversensing was noted on a stored egm. It was recommended that the device should be reprogramed. Device was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.